Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed rewind, self test. Insulin pump passed off no power test. No unexpected rewind anomalies noted. Insulin pump received with minor scratched lcd window and missing end cap sticker. No unexpected display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer could not read the insulin pump due to small display. The customer¿s blood glucose level was unknown. Customer also reported that the rubber piece fell off from insulin pump. The insulin pump will not be returned for analysis.